Event description:
It was reported that the device was removed due to infection. No other info was provided. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.